Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 13.5 diopter. The iol met all specifications for optical properties. The lens met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Account reported the intraocular lens was explanted 8 1/2 months after implant due to the patient's report of dysphotopsia and hyperopia. In follow-up with the surgery center it was confirmed the original implant was replaced with a lower diopter lens of an alternate model. No patient injury.